Event description:
User reported false negative result. Positive pcr following day.

Manufacturer narrative:
Report required by FDA for eua. Eua # (B)(4). Investigation not complete at time of initial report, and will be provided upon completion.

Manufacturer narrative:
Report required by FDA for eua. Eua # (B)(4). Investigation not complete at time of initial report, and will be provided upon completion.

Event description:
User reported false negative result. Positive pcr following day.